Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found the haptic torn and residue on lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.0/+2.5/123 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.